Event description:
It was reported that the pump shut off unexpectedly. In addition, it was reported that the pump battery intermittently would not charge when plugged into a power source. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Customer declined follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.